Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking at the connection to an unspecified catheter extension set. When the nurse loosened the connection between the sets, they noticed that the ¿distal end stem¿ from the two-piece luer lock of the baxter primary set had broken off and was stuck inside the septum of the valve on the catheter extension set. The setup was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection confirmed a crack on the tip of the male luer. The reported condition was verified. The cause was determined to be material/manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.